Event description:
It was reported that on (B)(6) 2023, a 29mm navitor was implanted into a patient. On (B)(6) 2023, the patients condition worsened. Several echo investigations were performed, and ultimately the navitor valve was explanted. Upon explant, it was discovered that one of the leaflets was stuck on the stent frame and could no longer close. An unknown new valve was then successfully implanted. There was prolonged hospitalization due to this event, but the patient is stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.